Manufacturer narrative:
The field service engineer performed cleaning maintenance on the ise system. The gear pump head was replaced and adjusted. The sipper nozzle and valves were replaced. The investigation could not identify a product problem. The cause of the event could not be determined. The service actions resolved the issue, but a specific root cause could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode on a cobas 8000 ise 1800 module. The first sample initially resulted in a sodium value of 166.7 mmol/l. The sample was repeated three times, resulting in values of 139.8 mmol/l, 138.8 mmol/l, and 138.2 mmol/l. The second sample initially resulted in a sodium value of 167.6 mmol/l on (B)(6) 2026. The sample was repeated twice on (B)(6) 2026, resulting in values of 139.7 mmol/l and 140.2 mmol/l.

Manufacturer narrative:
The sodium electrode lot number was gbs76. The electrode expiration date was requested, but not provided. The investigation is ongoing.